Event description:
The surgeon placed pt in mayfield tongs and procedure was started. After approximately 90 minutes, the surgeon felt the head "give" a little. Surgeon asked anesthesiologist to check the pt's head in the tongs. At this time, the anesthesiologist noted that the pin on the right side had dipped forward and the pt's head was resting on the bar. Surgeon assessed the situation and asked anesthesiologist to hold the pt's head in a neutral position so surgeon could quickly finish the case and close the wound.